Manufacturer narrative:
(B)(4). (B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
During the use of a brite tip sheath with an exoseal vascular closure device, it was reported that the brite tip sheath was attempted to be inserted into the exoseal but it could not make it although the physician tried to insert it several times. Furthermore, the distal tip of the sheath was frayed. Therefore the sheath was changed to another sheath. The procedure was finished successfully and there was no patient injury. It is unknown if the device was prepared as specified by the instructions for use. There was no apparent damage to the device noticed prior to use. A contralateral approach was made. The target lesion was the superficial femoral artery. The lesion was moderately calcified and mildly tortuous. The rate of stenosis was unknown. It is unknown if any unusual force was used at any time during the procedure. It is unknown if there were any issues with the exoseal. It is unknown if the exoseal was used to achieve hemostasis. The product will not be returned for analysis.

Manufacturer narrative:
Complaint conclusion: during the use of a brite tip sheath with an exoseal vascular closure device, it was reported that the brite tip sheath was attempted to be inserted into the exoseal several times by the physician but was unsuccessful. Furthermore, the distal tip of the sheath was noted to be frayed. Therefore, the sheath was changed to another sheath. The procedure was finished successfully and there was no patient injury. It is unknown if the device was prepared as specified by the instructions for use. There was no apparent damage to the device noticed prior to use. A contralateral approach was made. The target lesion was the superficial femoral artery. The lesion was moderately calcified and mildly tortuous. The rate of stenosis was unknown. It is unknown if any unusual force was used at any time during the procedure. It is unknown if there were any issues with the exoseal. It is unknown if the exoseal was used to achieve hemostasis. The product was not returned for analysis. Review of lot 17296972 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the products instructions for use, users are cautioned that if increased resistance is felt upon insertion of the catheter sheath introducer (csi), investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.